Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the single use distal cover fell inside the patient during an unspecified endoscopic retrograde cholangiopancreatography (ercp) procedure involving the olympus duodenovideoscope. Another cover was used due to not being able to find the original cover.the single use distal end cover was later retrieved from the patient's mouth at the end of the case. There was a slight procedural delay, and the procedure was completed with an olympus backup device. There was no patient injury reported.